Manufacturer narrative:
The alleged product has not been returned to fort or our customer for eval. We have reviewed our previous static load test report on the product. We have also conducted a destructive stress test on the arm handle. Test results assured that the product was designed according to industrial standards. The arm handle was able to withstand a force up to 609 pounds before significant deformation occurred on the aluminum tubing. No physical defect was observed on the plastic material. (B)(4). Only, this one event was reported. Based on our internal investigation, fort has concluded that the reported risk is within the acceptable range. No corrective/preventive action is necessary at this time.

Event description:
Our distributor in the us, drive medical, has received a medwatch report forwarded through FDA's medwatch program. It's alleged that the plastic holding handles broke causing the pt to fall on floor. This MDR report is based on the user facility medwatch report # (B)(4). For info, this is to clarify that drive medical is our initial distributor and importer in the us. Fort is the device MFR.